Manufacturer narrative:
The device was not returned. A review of the system's logfile was performed and it was noted that the landmark accuracy check passed, no system errors were found, and based on the logfile review the system was within accuracy specification. Review of the implant placement noted that the implant appeared to be at the expected location per the plan. Possible root causes of this event include factors related to the surgeon's planning, patient-specific health issues, and the surgeon's overall clinical technique. The surgeon removed the implant and redrilled the osteotomy freehand. No injury or additional medical intervention was reported as a result of this event. Issues of this nature will be tracked and trended to determine if additional actions are necessary.

Event description:
It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that the implant was not at the desired location. The user removed the implant and redrilled the osteotomy freehand. No permanent injury or additional medical intervention was reported as a result of this event.